Event description:
It was reported the metal stiffening cannula from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was difficult to remove. The device was being placed for percutaneous transhepatic gallbladder drainage (ptgbd). The catheter and stiffener combination were advanced into the target site via seldinger technique, however, when trying to remove the cannula from the catheter, it could not be removed. The catheter and stiffener combination were removed. Another, similar device was advanced, but the same issue was observed. A third device was placed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures. The first failed catheter is reported under patient identifier (B)(6) (this report). The second failed catheter is reported under patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person): phone: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. On 17aug2022, cook japan received a complaint from a representative at the (B)(6) hospital, located in the city of (B)(6). Upon the placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult7.0-35-25-p-5s-cldm-wf-hc, lot: 14595811), the stiffening cannula became stuck inside the catheter. The entire device was removed from the patient and a second attempt was made using another device. Unfortunately, this too failed. A third attempt was made, having success. There have been no adverse effects to the patient reported. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures, as well as a visual inspection, functional test and dimensional verification of the returned device, were conducted during the investigation. One ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was returned for evaluation with the metal stiffening cannula/trocar inserted in the catheter. No damage was observed on the catheter or stiffener upon a visual inspection. During table-top testing, the cannula was able to be removed without manipulation of the distal tip of the catheter. It was noted that slight resistance was experienced when removing the cannula. The catheter inner diameter and stiffener outer diameter measured within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure prior to distribution. A review of the device history record (DHR) for lot 14595811, catheter shaft subassembly lot sa14556784 and disposable stiffening cannula subassembly lot sa14362888, found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of the dmr, IFU, and associated dhrs, suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that component failure without any design or manufacturing issue contributed to the reported incident. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.